Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that when the nurse tried to deflate the catheter, she was only able to remove 8ml of water from the balloon. There was also a report of blood in the urine bag. It was unknown at the time if the blood in the urine bag was related to the catheter non-deflation.

Event description:
It was reported that when the nurse tried to deflate the catheter, she was only able to remove 8ml of water from the balloon. There was also a report of blood in the urine bag. It was unknown at the time if the blood in the urine bag was related to the catheter non-deflation.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Visual inspection noted no pinched or blockages observed. Per the functional evaluation, the balloon was inflated with 10cc of water using the normal fill technique and the balloon was able to inflate and deflate in 5 seconds. The device was dissected and did not find anything to contribute to the reported problem. Dimensional evaluation: concentricity (full inflation volume) 60/40 eye snip length 3/32¿ eye snip width 2/32¿ eye snip distance from distal cuff 9/32¿ eye snip distance from proximal cuff 9/32¿ rubberize thickness 10 thou inflation lumen coverage 12 thou balloon thickness (average) 22 thou reinforcement 152 thou there was no indication that the product was out of specification, the product was manufactured per our manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water"